Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that drawer controller connection was found to be loose. A field service engineer (fse) unit was inspected following reports of cubie recovery issues and drawer failure. All pockets were tested using the hardware test application, with no metal debris found underneath any pockets and minimal debris observed in the drawer. Row board cables were verified to be tight and properly connected. Fse replaced the drawer controller, improving fit and stability. The fse retested the drawer using hardware test application (hta) and confirmed proper functionality, with the user successfully verifying operation through inventory. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failure and drawer 6.1 -pocket a6 stuck, cubie not able to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.